Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-07571. It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the right atrial lead and right ventricular lead exhibited intermittent over-sensing of non-physiological signals which resulted in false automatic mode switch episodes and high ventricular rate episodes. No interventions were made. The patient was stable.

Event description:
Additional information reported that additional episodes of false high ventricular rate and inappropriate automatic mode switch due to oversensing were seen on (B)(6) 2021.